Event description:
Straight shots. Unit test fired correctly. During a lab ventral hernia repair, a shot was fired into the surgeon's hand and loose shots went into pt. Pt was x-rayed and all shots were located and removed.